Manufacturer narrative:
It was reported that, when plugged in, there is an error that there was a leak and found these punctures. Error displayed on unit; no holes found on mattress. This doesn't allow mattress to function properly. The patient unable to lay in bed due to mattress being deflated. This can lead to injury. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that, when plugged in, there is an error that there was a leak and found these punctures. Error displayed on unit, no holes found on mattress. This doesn't allow mattress to function properly. The patient unable to lay in bed due to mattress being deflated. This can lead to injury.